Event description:
Philips received a report that a pt sustained a broken ring finger after being moved into the bore of the mr system. The pt's hand got caught between the table and the system covers.

Manufacturer narrative:
(B)(4) . Based on the provided info it is concluded that the injury as sustained by the pt is caused by a user error. During movement of the table into the bore the pt grabbed hold of the table top. This led the finger of the pt being pinched between the tabletop and the bore covers. Within the instructions for use there are warnings associated to moving the pt into the bore. During movement the operator should always check the pt's hands and make sure there are no cables or extremities positioned such that they can be caught.